Manufacturer narrative:
H.6. Investigation: two used samples were received by our quality team for evaluation. The used samples were subjected to visual inspection. Peelback was observed on the used samples; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the probable root cause for peelback could be due to the tubing material. A trend for the peelback issue has been identified for this product line. The appropriate personnel have been notified of this complaint. We have funded a project, CAPA#81917, to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented.

Event description:
It was reported that the bd neoflon¿ IV cannula was "deformed" during use and "crossed" the child's vein. The following information was provided by the initial reporter: "the neoflon deforms and crosses the child vein".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd neoflon¿ IV cannula was "deformed" during use and "crossed" the child's vein. The following information was provided by the initial reporter: "the neoflon deforms and crosses the child vein."